Event description:
Additional information: the account reported that the no damage was visible to the device packaging. The device had no other notable damage and was able to open and close. Furthermore, the stone has not yet been removed.

Manufacturer narrative:
(B)(4): a visual evaluation found that the basket was retracted. No visible damage to the outside of the device was identified. Functionally, the basket was able to be extended and retracted without issue. The basket tip was not attached to any of the four basket wires. Additionally, there was no deformation to the ends of the basket wires. The condition of the returned unit was consistent with the complaint incident that the tip detached. Based on the evaluation, it is unknown if the tip detached due to design specification or being handled in a manner that would precipitate detachment. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Manufacturer narrative:
Tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during unpacking, the facility noticed that the tip of the basket was missing and could not be located within the product packaging. Another trapezoid rx lithotripter compatible basket was not available. An attempt to remove the stone, with a competitor device, was unsuccessful. A biliary stent was inserted to allow for drainage. At the conclusion of the procedure the patient was reported as stable.